Event description:
The ge oec 9800 fluoroscopy system stopped producting images during a procedure.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a blown snubber pcb that necessitated the replacement of the snubber pcb. The hv tank, x-ray tube, high voltage cables and batteries. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable to, or would not provide any patient information with respect to this issue.